Event description:
This is an adverse event reported from the (B)(6). The patient is a female with barrett's esophagus. A mild stricture was noted after initial focal ablation. There was no indication that the patient reported symptoms related to the stricture, although the stricture was dilated one time and was reported to be resolved on next endoscopy visit. Per the physician report, the stricture was mild, possibly related to the ablation procedure, and there was no device malfunction.